Event description:
The generator reportedly self-activated in the coag mode. The generator was being used in the footswitching mode, and no one was stepping on the footpedal. No patient injury occurred.